Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the implant (ins) battery didn't seem to be lasting as long and that they needed to charge to charge the ins more often. Patient also reported that they couldn't get the stimulation to their feet and their feet felt numb. Patient mentioned that they had a knee replacement and that they hadn't been the same since then. Patient inquired about meeting with a representative to see if they could help them with their stimulator. Patient stated that they couldn't get in touch with their rep. As agent was reviewing information, the patient got an incoming call from the doctor's office so the call was disconnected. Agent made an outbound call to finish reviewing information but the patient was getting a call from an unknown number nearby so the call was disconnected again. Agent made a final outbound call to the patient to review information and they said a representative just called them and the rep said there's nothing wrong with the battery and that sometimes the battery may need to be charged every 2 days and it just happens. Patient also stated that the rep believed the patient had their stimulation too high and that was why their feet was numb. Patient still wanted agent to send an email to the local field reps in notifying them about this issue. Patient provided an updated pain management doctor. Agent provided nas phone number. Agent sent an email to the local field reps notifying them about this matter and for a patient callback request. The patient was redirected to their healthcare provider to further address the issue and to meet with a representative in person for some potential reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the manufacturer worked on resetting their controller and indicated that it seemed to have needed a reset. The patient stated they were going to see if the reset worked and so far so good.